Event description:
It was reported that this patient experienced an embolism with use of this jetstream. A 2.1mm jetstream xc atherectomy catheter was selected to treat superficial femoral artery (sfa) calcification and long occlusion. The jetstream was used with nav-3 and 315 cm bare wire. The procedure was going well until approximately 15-20 minutes into the procedure (70% had been completed) when the device started to not aspirate when cutting or using rex mode. The physician re-primed the device to try and remove any blockages, and they did get a little blood and clot out, yet the device still would not aspirate. The device was replaced with another jetstream catheter to complete the procedure successfully; however, after the case the patient experienced emboli in the tibial vessel. The physician attempted to remove the emboli using aspiration. Continued follow-up was planned, but the patient was not admitted or treated beyond typical standard of care.

Manufacturer narrative:
Device eval by manufacturer: returned product consisted of a 2.1mm jetstream xc atherectomy catheter. The device was visually examined for any shaft damage and the functional testing of the device was completed. Visual inspection revealed no shaft damage and blood in the device (indicative of use). Functional analysis was done by completing the setup procedure per the indication for use (IFU). The rotation of the device functioned as designed. Aspiration testing of the device was completed, and the test results revealed that this device did not perform as designed per the test procedure specification sheet. Inspection of the remainder of the device revealed no damage or irregularities. Analysis was able to confirm the aspiration issues reported from the field.

Event description:
It was reported that this patient experienced an embolism with use of this jetstream. A 2.1mm jetstream xc atherectomy catheter was selected to treat superficial femoral artery (sfa) calcification and long occlusion. The jetstream was used with nav-3 and 315 cm bare wire. The procedure was going well until approximately 15-20 minutes into the procedure (70% had been completed) when the device started to not aspirate when cutting or using rex mode. The physician re-primed the device to try and remove any blockages, and they did get a little blood and clot out, yet the device still would not aspirate. The device was replaced with another jetstream catheter to complete the procedure successfully; however, after the case the patient experienced emboli in the tibial vessel. The physician attempted to remove the emboli using aspiration. Continued follow-up was planned, but the patient was not admitted or treated beyond typical standard of care.